Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage and vibrate anomaly. The customer¿s blood glucose level was 133 mg/dl. The customer stated that the pump took a hit and the vibrate function doesn't work. The customer stated that pump vibrate was not working and ran multiple self-test and the pump was not vibrating. It was reported that the self-test was passed and no vibration. The customer was advised to revert to back up plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self-test due to vibrator motor connector broken black wire. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.